Manufacturer narrative:
A steris service technician arrived on-site, and identified the water supply hose required replacement. The technician replaced the water supply hose, tested the unit and confirmed the unit to be operating according to specification. No additional issues have been reported.

Event description:
The user facility stated their reliance 444 washer/disinfector was leaking water. No injury procedure delay or cancellation was reported.